Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The caller stated that yesterday they started having accidents again so they went to check on their therapy setting. When they connected to their therapy settings, their stimulation was off. Caller stated that they did not turn stimulation off. Once caller got stimulation back on they somehow changed their device from program 4 to program 2. Since being on program 2 they have continued to have accidents so they would like assistance in changing back to program 4. Caller stated that this device is life changing and has made them feel young again, so they would really like to get back to the setting that originally worked. The circumstances that led to the reported issue were unknown. On the call, the caller successfully changed back to program 4 and increased to a comfortable setting. Caller will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve. Additional information was received from the patient. They reported that the cause of the stimulation being off remained unknown, they were reprogrammed to resolve the issue.